Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported (B)(6) the patient lost stimulation due to high impedance on the l2 right lead. As a result, surgical intervention was undertaken on (B)(6) 2019 where in the lead was explanted and replaced with a new lead. Reportedly, therapy was restored and issue resolved.